Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional top. The returned ps tibial articular surface provisional right size 10-12 gh top item # 42527401010 lot # 63753334 was found to exhibit signs of repeated use nicked / gouged / worn. The device history record was reviewed and no discrepancies relevant to the reported event were found. The reported lot was manufactured on aug 2, 2017 and has therefore been in the field for approximately five years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a tibial articular surface provisional instrument were found to be worn and fractured during the sterilization process. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Medical product: tibial articular surface provisional right size gh: catalog #42527000707, lot#63769473. Report source: canada. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-00650. Customer has indicated that the product is in the process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.